Event description:
Additional information received that reprogrammings did not resolve the issue of ineffective stimulation. Reportedly, the patient is currently concerned about pain medication regimen and there is no plan to intervene further.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective stimulation since implant. Multiple different programs have been tried but to no avail. Reportedly, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Additional information received that the manufacturer representative re-programmed the patient.